Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with fill estimate showing static value of 105 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large differences in measured pressures used to estimate remaining insulin and that gauge would resume counting down once actual insulin matched displayed amount; customer chose to reload cartridge for more accurate reading, was advised to change supplies due to being beyond recommended insulin use time, but declined to replace insulin and supplies.